Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: the customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event. The initial medwatch report should indicate: the customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event. The initial medwatch report indicates: lifepak cr(r) plus defibrillator. The initial medwatch report should indicate: lifepak express(r) defibrillator. (B)(4).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. It was observed that the hybrid layer capacitor (hlc) battery straps were broken where the hlc batteries connect to the analog pcb assembly. As a result, there was no voltage from the batteries to the rest of the circuitry. It was also observed that the speaker assembly was twisted and had lifted out of the case speaker housing and that the main capacitor was dented. It was also noted that the device software was damaged and, as a result, the serial number and settings had been cleared. Physio has determined that the observed damage to the device is consistent with misuse/abuse due to impact damage.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.